Event description:
This senior medical affairs specialist reviewed the info obtained by a customer care advocate (cca) and also spoke with the patient/layperson's son in early 2009 regarding the patient's one touch ultra meter. The son's friend had called customer service for the patient nine days prior, to allege several issues: the meter would not provide a blood glucose result after blood was applied to the test strip; at times the prompt to apply the sample would not show despite having changed the battery eleven days prior to original date; and before calling customer service, the meter prompted er2 three times when testing the patient. The reporter insisted the technique was accurate. The patient's son provided limited info; however, he believes the patient's blood glucose during the week of eighteen days prior to original date, ranged from 197 to 300 mg/dl. The patient's daily regime was and continues to be oral diabetes medication. Both reporter and son test the patient. Six days later, the alleged issue began when the reporter attempted to test the patient in the afternoon. Although the patient was tired, it is unclear whether the symptom began before or after the issue; however, the patient was reportedly taken to the ER where her blood glucose on the ER meter was 468 mg/dl. The patient was treated with an IV solution (possibly insulin although the reporter and son were not informed) and a pill to lower her blood glucose and decrease fluid in her legs. Because the patient was treated for elevated blood glucose in the ER when her meter allegedly would not provide a result, the complaint is reported. The products were replaced.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.